Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening on radius. A visual and microscopic analysis was performed which identified: striated opening, stress marks and crease flat. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.